Event description:
It was reported that during an interventional procedure involving a lesion located in the mid left anterior descending (lad) coronary artery, the maverick2 monorail ruptured. A 2.0x12mm maverick otw balloon was used followed by the 2.5x30mm maverick2 monorail balloon, which ruptured at 14 atms on the second inflation. The atms reached on the initial inflation is unknown. The procedure was successfully completed using a 2.5x20mm quantum maverick balloon followed by a 2.75x32mm taxus mr drug eluting stent. No patient injuries or complications were reported. Patient status is reported as 'okay.'

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 2.5 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. There are a number of factors that may influence a complaint of this nature, these include the stenosis and calcification levels, the levels of tortuosity of the vessel or if the lesion was predilated. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints related to this batch number. The root cause of the balloon tear could not be determined.